Event description:
It was reported that this right ventricular lead exhibited failure to capture and sensing issues due to a dislodgement. This lead was successfully repositioned. This lead remains in service. No additional adverse patient effects were reported.